Event description:
A malfunction alarm was reported with code malf 12, and the customer confirmed that there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with information on resetting the pump and confirmed the malfunction did not recur after a reset. The customer continued to use the pump for insulin therapy.